Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, which resolved the issue without recurrence, and was instructed to call back if the malfunction code reappeared.